Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that their omnipod personal diabetes manager (pdm) is overheating and gives an alarm for being too hot. It had been charged to 98% but after a while it was alarming for being too hot again and the battery was down to 4%.